Event description:
The customer reported that the ventilator would not start up into operation due to a vent inop condition. The unit was not in use on a pt; therefore, there was no pt involvement or harm. The distributor's service engineer reported upon examination of the ventilator there was no mains power led illuminated. Upon internal inspection of the ventilator, the service engineer reported there were signs of overheating, and the power supply had heat-related damage. The distributor returned the ventilator to the manufacturer for evaluation.

Manufacturer narrative:
Na